Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise. Technical services (ts) reviewed device episode data and found one untreated episode with oversensing of noise in the primary vector. Further testing in clinic was advised along with an x-ray and reprogramming to the secondary vector. A chest x-ray was performed and did not reveal anything new. The system impedance had risen but remained within normal range. This system displayed a battery depletion (bd) alert. However, it was determined that this was due to magnet application during a recent procedure. No adverse patient effects were reported. Currently, this s-ICD system remains in service.